Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information: it was reported that the poor coupling had been resolved, and it was due to the patient waiting too long to charge. The patient's weight at the time of the event was also reported. No further information. [Reference event (B)(4) for information related to the belt not working]

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient's recharger was not charging their stimulator. The patient stated that the recharger was not working and the stimulator was not charged so they were not longer feeling stimulation. The patient had not charged their device in over a month. The patient attempted to charge with the recharger battery and stated they were getting 10 bars and the stimulator was charging, they then said they had no bars and after moving the antenna had two. The patient stated they would continue to try and charge their device before turning stimulation back on. It was reviewed how to turn stimulation back on, when the patient tried they saw the "recharge stimulator" screen. The patient stated they would continue to charge and call back if they were unable to turn on stimulation. The patient noted that they had not charged the stimulator because they were not using it. Their pain was being controlled with other medications, but they tweaked their back and needed it again. No further complications were reported as a result of this event.